Event description:
It was reported that the ilet user experienced hyperglycemia and used a meal announcement to correct the high glucose, which constitutes an improper method and relates to the device¿s user interface. Symptoms included hyperglycemia reaching 400 mg/dl and polydipsia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to using meal announcements to correct elevated blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.